Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient had a replacement surgery with his inflatable penile prosthesis (ipp) due to an aneurysm on left cylinder just distal of the input tube. The ipp was explanted and a new device consisting of a 21cmx12mm cylinders, pump and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.